Event description:
The reporter indicated that a 12.6mm vicm6 12.6, -09.50 diopter, implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's right eye (od) due to excessive vault.this resolved the problem.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
B5 - reported as implanted and replaced intraoperatively - correction: implanted and removed intraoperatively. A shorter length lens implanted. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm6 12.6, -09.50 diopter, implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's right eye (od) due to excessive vault.this resolved the problem.